Manufacturer narrative:
No report of device explantation.

Event description:
Patient reported losing stimulation after going through store security. A follow-up report will be sent when additional information is received.